Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of high blood glucose readings and hospitalization. The customer used medtronic on and off for 3 years and he had trouble every time with the sensors kinking. At the end of (B)(6), the customer winded up in the hospital for diabetic ketoacidosis. The customer's blood glucose was not provided. The customer had to change his sensors almost every 3 days prior to going to the hospital.